Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 half height main failed to stay closed. A field service engineer found the spring for the inseparable latch broken, replaced it with a new spring, and cleaned dust from the latches to ensure the magnets were clear of debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer attempted troubleshooting by rebooting the station and performing a storage recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.